Event description:
One month after injection with two formulations of bovine collagen in the vermilion borders and vertical lip lines, the pt develped erythermatous nodules in the lips. These nodules have turned into abscesses draining fluctuant material. The physician prescribed oral cipro which has had no effect.